Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl (system 1) and 278 mg/dl (system 2). The measurements were taken with two different guide meters, the customer's meter and a friend's meter, and test strips of different lots.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).